Manufacturer narrative:
Patient's weight (B)(6) lbs.

Event description:
New information received states the issue was resolved by reprogramming, the patient was fine, the nurse also provided patient's weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission showed a pause episode sensed by the implantable cardiac monitor. It appeared there was a waveform shift suggestive of a device shift from normal sensing vector. No symptoms were reported. The patient would continue to be monitored.

Event description:
New information received states the intermittent sensing had recurred on (B)(6) 2018.